Event description:
It was reported that the device was implanted in 2004. Post-op patient had 3 dislocations. Device has not been explanted yet.

Event description:
It is reported that the debvice was implanted on october 22, 2004. Post-op pt had 3 dislocations. Device was revised on july 4, 2005.